Manufacturer narrative:
Correction: b6, h7, h9.

Manufacturer narrative:
Correction: d6a.

Event description:
It was reported a patient presented in clinic with high pacing impedance on the right ventricular (rv) lead. An x-ray was performed that found externalized conductors. The lead was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.